Manufacturer narrative:
The esu was thoroughly inspected/tested. Our chronological log at the time of the event documented settings used as only being dry cut mode, effect 4, and 180 watts. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported event and no conclusive determination could be made as to the cause of the incident. To further address the issue, additional in-service is being planned with the involved staff at the hospital. The account is being made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident while performing a transurethral resection of bladder tumor (turbt). During the surgery, the ureteral opening was injured due to over cauterization. The esu mode used was possibly high cut with a change to dry cut. To address the situation, the doctor used a valleylab esu to resect additional tissue and then place a stent. No further information regarding the patient's condition was provided.